Event description:
A monarc sling pt has complained that the monarc sling was "defective" and caused physical pain and suffering, nerve damage, damage to their urinary system and has undergone surgical procedures.